Event description:
It was reported that customer experienced rapid battery depletion, and pump battery was not holding charge and was dying too quickly, with no specific date or timeframe provided for the event. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, so no troubleshooting was performed and battery depletion concern could not be confirmed, and no additional information was received regarding the outcome of the event.